Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device was removed because the patient had so much difficulty with charging the implantable neurostimulator (ins). The patient mentioned that it was painful and ineffective. The patient will sit for over an hour, if she breathed wrong, it wouldn't recharge. It drove the patient crazy and she couldn't stand it. The patient couldn't keep it charged. The patient's healthcare professional (hcp) and manufacturer representative (rep) has helped her in trying to resolve the issue but it wasn't resolved. According to the patient, no one was at fault and the device just wouldn't allow her to charge effectively. The patient had the device removed; she doesn't remember when but she had it just a few weeks short of a year. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Updated.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. On (B)(4) 2018, the patient reported that the issue was an ongoing difficulty in charging the device , which led to the removal about a year after it was placed. There were no further complications or anticipations reported with this event.